Event description:
It was reported that a dexcom g7 sensor was connected to the user¿s phone but failed to pair with the ilet, and the user¿s glucose was high when they contacted support; the agent identified a potential bluetooth conflict due to a connected smartwatch, instructed the user to turn off phone bluetooth and reattempt pairing, after which the ilet paired and began operating. Symptoms included hyperglycemia of 401 mg/dl, without reported clinical manifestations. Outcomes included no healthcare utilization or hospitalization. Investigation included technical troubleshooting and user education regarding bluetooth connectivity and pairing steps. Investigation of this case revealed a pairing failure attributable to wireless interference from concurrent bluetooth connections, which resolved after disabling phone bluetooth and re-pairing, indicating normal device function following removal of the interference. It was concluded, based on previously established findings for similar reports, that the cause was user environment and setup, specifically bluetooth interference from other paired devices.